Event description:
It was reported that the device gave a double beep without cassette attached. It occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: one device was received for analysis. Service history review found no previous reported services. The customer issue could not be confirmed, and the root cause could not be found. A performance verification test was performed, and the device passed all tests thereafter.